Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) "pertrudes through the skin" and inquired whether that was normal and if there were any precautions they needed to take. The ipg remains in use. No further patient complications have been reported as a result of this event.